Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-may-2021. The most recent information was received on 07-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. 932160) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("severe fatigue"), loss of libido ("loss of libido"), abdominal distension ("abdominal swelling, bloating"), flatulence ("significant flatulence"), memory impairment ("memory disorder"), aphasia ("difficulty in finding her words"), limb discomfort ("heavy legs"), fibromyalgia ("pain identical to fibromyalgia"), tendon pain ("but above all tendon pain in the upper limbs (shoulders, elbows)"), neck pain ("neck pain") and allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient underwent endometrial ablation ("hysteroscopy and thermocoagulation according to cavaterm procedure under essure"). The patient was treated with surgery (hysteroscopy with cavaterm procedure, thermocoagulation). Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, loss of libido, abdominal distension, flatulence, memory impairment, aphasia, limb discomfort, fibromyalgia, tendon pain, neck pain and allergy to metals had not resolved and the endometrial ablation outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, aphasia, endometrial ablation, fatigue, fibromyalgia, flatulence, limb discomfort, loss of libido, memory impairment, neck pain, pelvic pain and tendon pain with essure. The reporter commented: period of occurrence: severe fatigue since insertion and many other problems a few years later, amplified since 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74 kgs. Lot number: 932160 manufacture date: 2011-12 expiration date: 2014-12 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. 932160) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("severe fatigue"), loss of libido ("loss of libido"), abdominal distension ("abdominal swelling, bloating"), flatulence ("significant flatulence"), memory impairment ("memory disorder"), aphasia ("difficulty in finding her words"), limb discomfort ("heavy legs"), fibromyalgia ("pain identical to fibromyalgia"), tendon pain ("but above all tendon pain in the upper limbs (shoulders, elbows)"), neck pain ("neck pain") and allergy to metals ("nickel allergy"). On (B)(6)2017, the patient underwent thermocoagulation ("hysteroscopy and thermocoagulation according to cavaterm procedure"). The patient was treated with surgery (hysteroscopy with cavaterm procedure, thermocoagulation). Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, loss of libido, abdominal distension, flatulence, memory impairment, aphasia, limb discomfort, fibromyalgia, tendon pain, neck pain and allergy to metals had not resolved and the thermocoagulation outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, aphasia, fatigue, fibromyalgia, flatulence, limb discomfort, loss of libido, memory impairment, neck pain, pelvic pain, tendon pain and thermocoagulation with essure. The reporter commented: period of occurrence: severe fatigue since insertion and many other problems a few years later, amplified since 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74 kgs. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.